Event description:
It has been reported to philips that the device's c-arm was unable to rotate. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed with user that the c-arm cannot be rotated to 180 degrees. Upon testing rse suspected that the that there was an obstruction near to the c-arm stand and accidently hit it. The rse advised the customer to remove all the obstruction away from the c-arm stand. After the customer removed all the obstruction away from the c-arm stand, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.